Event description:
It was reported that the package seal was compromised on the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: our inventory control found out that this item was manufactured in a way that the fourth syringe on a strip isn¿t sealed and is therefore not sterile.

Manufacturer narrative:
Investigation summary: it was reported that the fourth syringe on the strip wasn't sealed. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 302830, lot number 1180467. The review revealed documentation of this type of defect during the production run of this batch. At the packaging station, the seal gasket was found damaged and it was replaced. A notification was issued and the defective parts were segregated, though it could be possible these products escaped during this issue while producing this batch. Based on the investigation and with no returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.